Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors did not fully administered intravenous (IV) fluids ("ab"). The issue was observed after patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between may 6-8, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6 . H4: device manufacture date - the lot was manufactured between may 6-8, 2024. H11: two devices were received for evaluation. Visual inspection on the returned samples via the naked eye showed no signs of physical abnormality such as air bubbles inside the tubing line or drug precipitates inside the bladder that could have caused the reported flow problem. A functional flow rate test was performed, and the flow rates were found to be within the product flow rate specification range. Based on the functional flow test result, the two folfusor samples were determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.